Event description:
The customer reported the vertical column did not respond unless a button was depressed repeatedly. Was able to finish case without further incident.

Manufacturer narrative:
The ge service rep replaced the power supply.